Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, swan ganz catheter. Incorrect indication for use. Mitraclip was used on the tricuspid valve. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information received: two weeks post procedure the patient is stable. The embolized mitraclip remains at the right internal jugular vein. No further treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed reports, additional information was received that the patient did not undergo a surgical cut-down after the mitraclip procedure. On (B)(6) 2014, the patient expired from heart failure. The physician does not believe the mitraclip caused the patient death. Tricuspid regurgitation (tr) remained severe after the attempt to treat it with the mitraclip device. At one time during the procedure, the tr was reduced to mild or less. No additional information was provided.

Event description:
This report is filed for the deployed mitraclip that detached from the tricuspid leaflet, embolized and remains in the anatomy. It was reported that three mitraclips were used on this patient. The first mitraclip was implanted in the mitral valve with good result reducing the mitral regurgitation from 3+ to less than 1. Two mitraclips were then deployed on the tricuspid valve with a good reduction in tricuspid regurgitation. Echocardiogram and an intracardiac catheter were used for imaging the tricuspid valve. The physician felt good with the imaging and the grasping of the valve leaflets appeared secure on the echocardiogram. After deployment of the second clip, the swan ganz catheter was seen tangled with the second clip. Fluoroscopy showed the swan ganz was between the two arms of the clip. During removal of the swan ganz catheter, the clip came off the tricuspid leaflets, but remained attached to the swan ganz catheter. A surgeon performed a cutdown of the vein in an attempt to remove the clip with the swan ganz under fluoroscopy, but the clip detached from the swan ganz catheter during removal. The clip embolized at the location of the cutdown. The clip was very stable in the vein. It was decided to end the procedure at this point. The patient was stable throughout the procedure and when the procedure was completed. The patient will be monitored for the status of the clip. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record identified no manufacturing nonconformities issued to this lot that would have contributed to the reported event. A review of the complaint history of this lot found no other incidents reported from this lot. It should be noted that the mitraclip system instructions for use states: the mitraclip clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. This mitraclip was used on the tricuspid valve. It is likely that the clip was deployed on the swan ganz catheter and the tricuspid valve, resulting in the reported full clip detachment during attempted removal of the swan ganz. The reported clip detachment appears to be related to user technique/procedural conditions and not an indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.